Manufacturer narrative:
Device technical analysis: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted no outer abnormalities. A guidewire was taken and successfully inserted through the catheter. Deployment of the catheter was tested multiple times, and deployment to basket and flower configurations were functional with no unusual resistance noted. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the events of bradycardia, hypotension, cardiac arrest and death are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the information provided, the reported events of bradycardia, hypotension, cardiac arrest and death are known inherent risks of the farawave device. Bradycardia, hypotension, cardiac arrest, and death are expected procedural complications addressed within the IFU for the farawave catheter. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc. Additionally, boston scientific has assigned an investigation code of device problem excluded. The returned farawave was analyzed, passed all tests performed and analysis did not reveal any failures within the product. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced cardiac arrest, bradycardia, hypotension and as a result the patient passed away. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af) a farawave was selected for use. Transseptal puncture was performed with a versacross steerable. After getting access to the left atrium (la), the farawave catheter was introduced by the faradrive sheath and wired into the left superior pulmonary vein (lspv). After wiring, the catheter was deployed to basket configuration to start the lesions in this area. Location and orientation of the basket was appropriate for therapy, and first two lesion sets were given. After rotation of the catheter, the second two lesion sets were given. After the final lesion was given, patient went bradycardic and hypotensive and carbon dioxide readings tanked. Anesthesia team gave medications to get heart rate and pressures up, and the patient was cardioverted after chest compressions started. The patient heart rhythm organized for a few minutes and then gave out again. Chest compressions were then given for 45 min with pulse checks intermittently to check patient response. The patient was cardioverted multiple times. Stat echocardiography was ordered, and no pericardial effusion was found. Compressions were continually given until the family of the patient wishes were known. Patient lost pressure and compressions stopped. Patient passed away during procedure. The catheter is expected to return for analysis. The patient heart rhythm before ablating the right superior pulmonary vein (rspv) was normal. After the first three lesion sets, the patient rhythm remained unchanged, but after the fourth lesion in the rspv, the patient became bradycardic and hypotensive. The physician was unsure if the energy delivery could have caused this. General cause is unknown, no effusion found, no air embolism found at the time of interventions.

Event description:
It was reported that a patient experienced cardiac arrest, bradycardia, hypotension and as a result the patient passed away. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation (af), a farawave was selected for use. Transseptal puncture was performed with a versacross steerable. After getting access to the left atrium (la), the farawave catheter was introduced by the faradrive sheath and wired into the left superior pulmonary vein (lspv). After wiring, the catheter was deployed to basket configuration to start the lesions in this area. Location and orientation of the basket was appropriate for therapy, and first two lesion sets were given. After rotation of the catheter, the second two lesion sets were given. After the final lesion was given, patient went bradycardic and hypotensive and carbon dioxide readings tanked. Anesthesia team gave medications to get heart rate and pressures up, and the patient was cardioverted after chest compressions started. The patient heart rhythm organized for a few minutes and then gave out again. Chest compressions were then given for 45 min with pulse checks intermittently to check patient response. The patient was cardioverted multiple times. Stat echocardiography was ordered, and no pericardial effusion was found. Compressions were continually given until the family of the patient wishes were known. Patient lost pressure and compressions stopped. Patient passed away during procedure. The catheter is expected to return for analysis. The patient heart rhythm before ablating the right superior pulmonary vein (rspv) was normal. After the first three lesion sets, the patient rhythm remained unchanged, but after the fourth lesion in the rspv, the patient became bradycardic and hypotensive. The physician was unsure if the energy delivery could have caused this. General cause is unknown, no effusion found, no air embolism found at the time of interventions.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.